Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Interaction and/or manipulation of the device ultimately resulted in the reported stent dislodgement. The treatment appears to be related to the operational context of the procedure as the dislodged stent was embedded in the vessel by deploying another stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified posterior descending artery. A 2.5x18mm and 3.5x38mm xience sierra stents failed to cross due to the anatomy. Then a 2.5x18mm non-abbott stent was attempted but also failed to cross. Then a 2.5x23mm xience sierra stent was being advanced when resistance was met with the anatomy and the stent implant dislodged. The dislodged stent was embedded in the vessel by deploying another stent. There was no adverse patient sequela or clinically significant delay reported. No additional information was provided.